Event description:
Zipping difficulty.

Manufacturer narrative:
The report we rec'd from our affiliate indicated that the coil felt very sticky when advanced in the microcatheter. It was also reported that the zipping was not smooth. There was no pt injury. Clincial impression: there is not enough info available to make an assessment of pt or procedural factors that may have contributed to the reported event. The following analysis was performed on the returned product: visual analysis: one trufill dcs orbit was returned in a protective hoop in a plastic "zip-lock" style bag. The product appears intact, no kinks were present. The introducer is in place fully zipped-up. The coil is present in the introducer. Clear liquid is present in the introudcer. Microscopic analysis: no introducer or coil damage was detectable. The coil had not been deployed from the gripper tube (at 2.5 ol (outer lumen) setting). Dimensional analysis: the introducer and hypotube were measured for outer diameters and found to be within specification. Functional analysis: a slight irregularity was noted on the introducer approximately 60 cm from the distal tip. Found by sliding the zipper distally over the introducer. The zipper moved freely over the introducer except for a slight increase in sliding force at the location noted. The unit was then unzipped. No unzipping difficulties were detected. Attempts at rezipping however, were unsuccessfull. The zipper jammed at the point on the introducer where the irregularity was previously noted. Slight damage to the introducer is present. During re-zip attempts the introducer's blue stopper moved slightly on the introducer. Catalog and lot history review revealed that this is the first complaint for zipping difficulties rec'd for this sterile lot number to date and the first report of this type for this catalog number in the past six months prior to this alert date (2004). A review of manufacturing route sheets was performed for this product revealing no anomalies related to the complaint. All units are unzipped and rezipped in manufacturing prior to shipment. Conclusion: the exact cause of the complaint for zipping difficulties could not be determined.